Manufacturer narrative:
Updated fields: d4, d8, d9, g6, h1, h2, h3, h6, h11. The certas valve (828804pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; the siphon guard was torn and separated from the valve. The valve passed the test for programming and pressure. The valve could not be leak tested, reflux tested, flush tested or siphon guard tested due to the damaged silicone housing. The siphon guard was visually inspected marks were found on the siphon guard. Root cause -the possible root cause for the issue reported by the customer, is due to a sharp or pointed object coming into contact with the valve in view of the cut marks on housing. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician assistant reported a certas valve (ID 828804pl) was implanted on (B)(6) 2025, due to hydrocephalus. The patient was brought to the emergency department (ed) after showing symptoms of shunt failure (vomiting, unable to eat and head size). The shunt was discovered to be broken after imaging, therefore the valve was removed and replaced on (B)(6) 2025, and all broken parted were recovered. The patient condition is stable.